Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial component at the bone to cement interface. Depuy cement manufacturer was used. Surgeon revised due to failed total knee replacement. Tibial component subsided. Both tibial component and tibial insert were removed and revised using mbt revision tray, fluted stem and a metaphyseal sleeve. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint: (b)(3). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.